Event description:
Four yrs ago, rptr had a customized elbow titanium implant with modified ulnar component. Rptr is and has been in constant pain every day every min since she had this surgery. She can get no help from any surgeon she's seen the past four yrs. No one will touch it to give her relief. Rptr is not only in pain, but her arm is becoming atrofied and she is loosing the use of her hand.